Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional for a clinical study, via a manufacturer representative, reported impedance greater than 4000 ohms that was discovered during the visit. There were no symptoms. It was unknown what factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The patient was reprogrammed and the issue was resolved on (B)(6) 2015. The patient's relevant medical history includes fecal incontinence due to obstetrical trauma since 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.